Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately tortuous anatomy during advancement causing the reported failure to advance and subsequent material deformation (flared and stretched stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 medical device problem code 1069 was removed.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a moderately tortuous vessel. A xience skypoint 3.5x15 drug eluting stent (des) was inserted but was unable to cross the lesion due to the stent becoming unraveled. Therefore, the stent was removed and replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.